Event description:
Implant card for the patient was received indicating they received a full revision due to battery depletion and high impedance. The explanted lead has not been received for product analysis to date. Device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.